Manufacturer narrative:
Citation: öztürker et al. Burkholderia cepacia infective endocarditis of a double-layer transcatheter pulmonary valve. Cardiol young. 2025 nov;35(11):2373-2375. Doi: 10.1017/s1047951125109785. Epub 2025 oct 13. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an 18-year-old male with a history of tetralogy of fallot who had received a medtronic melody transcatheter pulmonary valve at 14 years old to treat pulmonary regurgitation. Two years later, due to progressive pulmonary stenosis, a meril life sciences¿ myval valve was implanted inside the melody valve. Following the second valve implant, the patient developed endocarditis positive for burkholderia cepacian. Oral and intravenous antibiotic therapy was administered for several months; however, the bacteremia persisted. Transthoracic echocardiography revealed a 61 mmhg maximum gradient across the pulmonary valve, and a vegetation on the posterior leaflet of the myval valve. Subsequently, the patient underwent surgical explantation of the two nested valves with homograft replacement and tricuspid valve repair. Postoperatively, antibiotic therapy was continued for four weeks resulting in negative blood cultures and the patient was discharged in good health. At 3-month follow-up, the patient remained asymptomatic with sterile blood cultures and normal homograft function. No further information was provided pertaining to medtronic products.